Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 04/14/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stage 3 anterior prolapse with stage 2 apical and posterior prolapse with sui. It was reported after implant the patient experience pain, erosion, extrusion, infection, urinary problems, bowel problems, vaginal scarring, and neuromuscular problems. It was reported that patient underwent removal on (B)(6) 2006. It was reported that on (B)(6) 2007 patient underwent laparoscopic supracervical hysterectomy with right salpingo-oophorectomy and excision of mesh from anterior vaginal wall. No additional information was reported.

Manufacturer narrative:
It was reported that following insertion the patient experienced interstitial cystitis, uti, dysuria and hematuria.